Event description:
Elvated troponin I results of 24.10 and 6.40 ng/ml were obtained on two patients. The 24.10 ng/,l results from the first patient was reported. A redraw sample from the first patient was tested and a result of 0.03 ng/ml was obtained. The 6.40 ng/ml result for the second patient was not reported. The original samples from both patients were tested again and negative results were obtained (see data below on section b6) repeated testing was performed on an alternate methodology. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of instrument and instrument data indicated mechanical problems with the instrument.

Event description:
Elvated troponin I results of 24.10 and 6.40 ng/ml were obtained on two patients. The 24.10 ng/,l results from the first patient was reported. A redraw sample from the first patient was tested and a result of 0.03 ng/ml was obtained. The 6.40 ng/ml result for the second patient was not reported. The original samples from both patients were tested again and negative results were obtained (see data below on section b6) repeated testing was performed on an alternate methodology. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of instrument and instrument data indicated mechanical problems with the instrument.